Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2025, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 07-jul-2025, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl (3000 mcg/ml at 1000 mcg/day) via an implanted pump. It was reported that the patient stated that the pump hadn¿t really worked very well since it was implanted. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The pump had been increased multiple times without pain relief. Upon x-ray, it was noted that the catheter had migrated to t9/10 from its original placement at t7. The patient was taken to surgery and during the procedure, the existing catheter was partially explanted. The spinal segment was left implanted and tied off. A new catheter was placed, and the tip of the new catheter was advanced to t6. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.